Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that oversensing on v-1 (looks like t-wave oversensing) was noted on this lead. And also, impedance going on between 644 ohms maximum and 408 ohms minimum. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).